Manufacturer narrative:
Device passed displacement test, rewind, sleep current measurement, active current measurement and self test. Device failed prime or seating, problem isolated to damaged motor slide. Unable to perform basic occlusion, force sensor test and occlusion test due to prime or seating anomaly. No unexpected external flash crc error.or the motor arm cannot communicate with the main arm alarms during testing however, external flash crc error and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarm. Customer¿s blood glucose level was unknown. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.